Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's pacemaker had reached elective replacement and the physician suspected premature battery depletion. The patient was asymptomatic. The pacemaker was explanted and replaced. The patient was stable throughout.